Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. A new aus was implanted. There were no patient adverse effects in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.